Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 4.1 mmol/l at the time of incident. The customer stated that they were not using the recommended battery. The customer was advised to use the recommended battery. The customer placed a new recommended battery and stated that they received several failed battery test. The customer stated that the insulin pump was not working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage was found on the lcd isolation tape during visual inspection. The insulin pump was monitored and no unexpected failed battery test alarms occurred during testing. No cosmetic damage noted during physical inspection.